Manufacturer narrative:
The ge service rep replaced the surge surpressor. The system is operating as intended.

Event description:
The customer reported that the system's surge surpressor was not working. There was no injury to the patient.